Manufacturer narrative:
We have not received the complaint devices for evaluation since the devices have been discarded by the user facility. Hence, we could not conclusively determine the root cause of the defect. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Our quality control inspector had also performed pull test on a sample of the catheters from this lot number during in-process inspection. All of these units passed the qc requirements and performed as intended when tested to their validated force. It is possible that some anatomical ( calcification or stenosis in the lesion area ) or procedural factors ( use of excessive force to remove the thrombus ) may have contributed to the balloon rupture. Our IFU appropriately warns the users about the risks that could occur with the use of the embolectomy catheter including the risk of balloon rupture due to exposure to calcified plaque or overinflated balloon. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent or calcified material ( eg. Chronic clot, atherosclerotic plaque ). This catheter is not designed to withstand the additional pull force needed to remove these materials.

Event description:
On 09/04/2019, surgeon told our sales rep. That over 2-3 weeks period, several balloons of over-the-wire embolectomy catheters popped while pulling the clots from brachial and radial arteries of dialysis patients. No further information was provided.